Manufacturer narrative:
The insulin pump had a high idle current. The problem was isolated due to the mother board. No off no power alarm was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery is only lasting 2 days and she received a low battery alert, off no power alarm and then unexpected restart alarm. Customer stated that the off no power occurred less than 24 hours after the low battery alert. The battery cap is not loose, cracked or damaged. Customer stated this is the second occurrence of the off no power alarm. Blood glucose value was 214 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.